Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 27-year-old female patient who had essure (batch no. B82482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: nora be from 2006 to 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding ( general)") and back pain ("back pain"). In november 2016, the patient experienced fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced migraine ("migraine / headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, nausea, fatigue, vaginal haemorrhage, abdominal distension, genital haemorrhage and back pain had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2015 patient received treatment for events ¿ pelvic pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), abdominal pain, vaginal hemorrhage, genital hemorrhage, migraines, nausea, fatigue, bloating, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: result: x-ray showed bilateral ( as per mr ). Batch no b82482 production date 2013-10-21. Expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 27-year-old female patient who had essure (batch no. B82482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: nora be from 2006 to 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding ( general)") and back pain ("back pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced migraine ("migraine / headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, nausea, fatigue, vaginal haemorrhage, abdominal distension, genital haemorrhage and back pain had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2015, (B)(6) 2015 patient received treatment for events ¿ pelvic pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), abdominal pain, vaginal hemorrhage, genital hemorrhage, migraines, nausea, fatigue, bloating, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: result: x-ray showed bilateral ( as per mr ). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs & mr : lot number was added new events: vaginal hemorrhage, genital hemorrhage, back pain, abdominal distention were added. Reporter ,medical history, was added. Rcc was updated. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), migraine ("migraine"), nausea ("nausea") and fatigue ("fatigue,"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and nausea outcome was unknown and the menorrhagia, migraine and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6)2015, (B)(6) 2015. Patient received treatment for events ¿ pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received- event injury updated to pelvic pain. New events dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), abdominal pain, nausea, fatigue, migraine were added. Patient information and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.